Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 4.9 cm from the connector pin which resulted in oversensing. The abrasion was consistent with that produced by friction to another implanted device.

Event description:
It was reported that the patient fell. The right atrial lead exhibited oversensing. The lead was explanted and replaced.